Event description:
It was reported that the patient was experiencing a shocking sensation at work that began after rubber mats were installed near the computers. The patient reported increased static electricity from the mats leading to shocking along her implanted lead and throughout her whole body, which sometimes switches off the implantable neurostimulator (ins). Shocking would occur daily with or without the ins turned on. It was noted that she received four "big shocks." Static discharge mats and ground straps on the patient's ankle were used to attempt to decrease static build up. The system impedance was measured with the patient in various positions, but all readings were normal, below 1000 and above 233 ohms. Thirteen days later, therapy impedances were measured once again and found to be within normal ranges. It was also reported that after one shocking incident, the battery level on the ins dropped from 75% to 25%. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Continued from concomitant medical products: lead model: 377-60 lot#: v756991024 implanted: (B)(6) 2011 explanted: na; extension model: 3708120 serial#: (B)(4) implanted: (B)(6) 2011 explanted: na; lead plug model: 3550-29 lot#: n296231 implanted: (B)(6) 2011 explanted: na; programmer model: 37743 serial#: (B)(4); recharger model: 37752 serial#: (B)(4).

Event description:
Additional information received reported that the patient was moved out of the area with the new flooring at her workplace and no longer had any issues of surging or shocking. She was back to her normal therapeutic results.